Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database did not properly record the refill. A technical support specialist (tss) performed database (db) backup, the database was dropped, and a full synchronization and reinstall were completed successfully. After the fix, the station operated normally, and the customer later confirmed that everything was functioning as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user received an error message and was kicked out at 1440 est after overriding the fridge on sr_3cb. The user was y935767r. The unit likely needed downtime and a background fix. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user received an error message and was kicked out at 1440 est after overriding the fridge on sr_3cb. The user was (B)(6). The unit likely needed downtime and a background fix. There were no adverse events or injuries reported based on this event.